Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a damaged and unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of physical damage (cracked). This event has been assessed as reportable after conducting a retrospective review of service records and is considered to be a late MDR.

Event description:
It was reported that the device needed preventative maintenance. During the device evaluation, ventec observed that its lcd touchscreen was damaged (cracked) and unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-01100-100. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).